Event description:
It was reported that low pacing lead impedance and decrease in r wave were noted during clinic visit. Lead was capped and replaced. Patient condition was unaffected after the event.